Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Additional observations: observed encapsulation. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Physician reported capsular contracture - baker grade unknown. Healthcare professional later reported capsular contracture, baker grade ii-IV. Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii-IV.

Event description:
Physician reported capsular contracture - baker grade unknown. Healthcare professional later reported capsular contracture, baker grade ii-IV. Device has been explanted and replaced with a non-allergan device. This relates to the right side